Manufacturer narrative:
Occupation: sales consultant. (B)(4). A product investigation was conducted. Visual inspection: the hammer guide f/357.250 (p/n: 357.220, lot number: unknown) was received at us cq. Visual inspection of the complaint device showed it was received stuck with another device (03.130.000) and could not be disassembled. The product code was difficult to read due to fading and the lot number was illegible. Functional test: a functional assessment was performed. The complaint device was unable to be disassembled from the returned mating device (03.130.000). The complaint can be replicated. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage or internal dimensions being inaccessible due to the complaint condition. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device is unable to disassemble and has illegible etch. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was scheduled for surgery to remove an expert tibia nail on (B)(6) 2019. The extraction screw, f/tibial and femoral nail didn't work as the screwdriver piece was out and might be stolen. Thus, the nail was left in the patient and surgeon was not able to perform the removal procedure. During manufacturer's preliminary investigation on (B)(6) 2020, it was identified that it is stuck with conical extraction screw and could not be disassembled. Concomitant device reported: nails: trauma (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) hammer guide for slide hammer. This is report 2 of 2 for complaint (B)(4).